Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that a dye study was performed: the catheter could not be aspirated. The pump and catheter were replaced. The pt recovered without sequelae. It was later reported that prior to the replacement, the pump therapy was not as expected at the daily dose being administered. Because the root cause of the catheter issue could not be determined, the physician chose to replace both the pump and catheter. The drug in the pump at the time of the event was reported lioresal.